Event description:
The cb-7075 device was advanced into a 7fr. Sheath and ran approx 10-15 seconds. While under fluoroscope the physician observed the drive coil to be sticking out of the catheter of the device.